Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024, that a patient presented with grade 5 degenerative tricuspid regurgitation (tr), a small flail, and 4 leaflets for a triclip procedure. One clip was implanted. While crossing the right atrium with a second clip, a single leaflet device attachment (slda) was observed from the first clip. The first clip was detached from the lateral leaflet and attached to the septal leaflet. The second clip was implanted and stabilized the first clip. A third clip was implanted to further reduce tr. The final tr grade was <1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information reviewed and per the physician, a cause for the reported slda cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.